Event description:
It was reported that the results of the MRI came back normal. The patient was reprogrammed and re-educated and no further actions were planned. The patient was doing okay at the time of the report. They were receiving some relief but not 100%. A manufacturer representative offered to de-activate the adaptive stimulation and the patient did not want it turned off. The patient had some postural change issues that the representative reprogrammed to correct.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received reported that no further diagnostics had been performed. The patient stated that they were doing okay ¿with it in manual it¿s a pain, but doing okay¿. The patient also noted that they ¿turn it off when I¿m out and about doing anything, I don¿t take any chances, I¿ll let it ride for now and see what happens¿. The patient was to contact the manufacturer¿s representative it they had any problems. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had an MRI scheduled for (B)(6) 2014. It was later reported that the patient had an appointment scheduled to review the MRI results. No further interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient was reprogrammed and that the adaptive stimulation (as) feature on the implantable neurostimulator (ins) was re-activated. It was noted that the impedances and as settings were within normal limits. The patient was advised to turn off the stimulation when performing potential dangerous actions such as being on ladders, etc. The patient also complained of a new pain that was "over-riding" the stimulation and their physician will be ordering an MRI of the spine. There were no further interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
3004209178-2014-09631 it was reported the patient experienced overstimulation and a shocking/jolting sensation. The patient reportedly felt as if the stimulation went into ¿overdrive¿ when he bent over while on the ladder. It reportedly caused him to fall 4 feet onto a steel picnic table and he obtained a large laceration on his head that was stapled closed. The patient required hospitalization due to the large laceration on his head. The patient also experienced a loss of reflexes in his lower extremities (bilateral legs). The patient felt he lost control of his legs from the overstimulation which caused him to fall. The patient¿s status was noted to be alive with injury. Adaptive stim was deactivated as a result. No diagnostic testing/troubleshooting had been performed but would be in the future. Additional information received reported the patient has not had an appointment to see the manufacturer representative (rep) to do any diagnostic testing or reprogramming at this time because the patient lives ¿a distance away.¿ it was noted the patient had regained control of all reflexes, but stated that he felt the overstimulation once again when doing other manual labor. The adaptive stim was deactivated and a message was left for the patient to follow up.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported 4 months later that he had never had therapeutic effect and was requesting the device be calibrated. The therapy had never been effective for pain and the adaptivestim had not worked since implant. The programming would "not stick" and no one can tell him why it "won't hold." Nothing worked. The patient couldn't sleep with it on as when he rolls over the stimulation will change way too high. The patient was told by a company representative that they could not reach his feet or lower back with stimulation. The only way to reach those areas was if he turned it way up. The patient had been thinking of having the device taken out. The patient stated that the ladder incident happened in (B)(6) 2014 (not may as originally reported). The patient stated that one time that he turned it off he fell off the ladder and "about killed him." The patient wondered if there was a malfunction.